Event description:
Healthcare professional reported left side "intense pain", "some folding", "collection of simple anechoic aspect that surrounds it" and "grade ii-iii capsular contracture." The event of "nodule suggestive of fibroadenoma" is not device related. Device was explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: crease/folding of implant: observed crease on the device. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "intense pain", "some folding", "collection of simple anechoic aspect that surrounds it" and "grade ii-iii capsular contracture." The event of "nodule suggestive of fibroadenoma" is not device related. Device was explanted and replaced.